Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right breast was swollen, hard and encapsulated.

Event description:
Patient reported right side seroma late,"patient stated that she is still noticing some swelling in her right breast, and stated that her right breast was also hard, and encapsulated", visibility/palpability. The device remains implanted.

Event description:
Healthcare professional additionally reported right side "pain, potential capsular contracture baker grade unknown, fluid collection twice, flipped implant in 2005, and an exchange from textured to smooth due to product concern".

Manufacturer narrative:
The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.